Event description:
Consumer complaint of erratic results. Results from memory were 139 mg/dl on (B)(6) at 12:51 p and 518 mg/dl on (B)(6) at 12:50 p. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).